Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 23.0 and 49.0 cm from the proximal end of the pusher assembly. The introducer sheath was loaded backwards on the pusher assembly, with the friction lock on the distal end of the pusher assembly. The proximal constraint sphere was present inside the ddt and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the ruby coil revealed a fractured sr wire. The introducer sheath was loaded on the pusher assembly backwards. If the introducer sheath is loaded backwards on the pusher assembly when the embolization coil is retracted into the introducer sheath, resistance or difficulty may be encountered, and further retraction against this retraction may contribute to fracture of the sr wire. Further evaluation revealed kinks along the pusher assembly. This damage was likely incidental and may have occurred when packaging for return to penumbra. The embolization coil was not returned. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while the physician was attempting to deploy a ruby coil into the splenic artery using another manufacturer's microcatheter, the coil was unable to take its shape and kept running down the vessel due to the high flow level in the artery. Therefore, the physician decided to remove the ruby coil; however, while the coil was being resheathed back into its introducer sheath, it unintentionally detached. Since part of the ruby coil was outside of the microcatheter, the physician was able to pull the whole coil out of the microcatheter. The procedure was then successfully completed using another manufacturer's coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.